Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). It was reported a healthcare professional (hcp) checked the patient's implant and determined it needed replacement. However, when the rep went to the appointment for replacement, it turned out the implantable neurostimulator (ins) battery was still good. There were lead or ins issues.